Event description:
A complaint was reported regarding difficulty charging the implant. It was reported that electrocautery was during a surgical procedure. The surgeon decided to replace the patient's implant. Device labeling warns against the use of monopolar electrocautery.